Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a minimally invasive chevron akin surgery the screwdriver broke while inserting the screw. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device because the failure occurred in the end of the insertion. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. One unpacked driver ar-8741-40 was received for evaluation (see evaluation pictures 1 and 2). Visual inspection of the received device revealed a broken tip at the hex (see evaluation pictures 3 and 4). A functional testing was not performed due to the damage to the device. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, and/or not fully seating the driver into the screw during tightening.